Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 280 units. The customer's blood glucose level was not impacted. The customer confirmed that the insulin gauge began to decrease as expected. Reportedly the customer would continue to use the pump for insulin therapy.